Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. An electric continuity test was performed and passed. The instrument was fully functional. The instrument passed energy delivery. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument was not adhering. The procedure was completed with no reported injury.